Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was less than 40 mg/dl. Customer fell and bumped head. Paramedics were called and treated customer with intravenous sugar drip. Pump system check was performed with tandem technical support (cts) and a 14 unit bolus was found to have been delivered. Cts reviewed pump data and found that the customer had been overriding the calculated pump boluses and was delivering larger boluses. Subsequently, insulin became stacked. Cts explained pump data to contact and customer and they acknowledged the information. Cts recommended customer discuss event with a healthcare provider.